Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated they were unsure but believed the pump was removed prior to the new pump implant on (B)(6) 2019. The patient¿s weight at the time of the event was unknown and it was unknown if there were any external/environmental/patient factors that may have caused or contributed to the infection. The rep was unsure of the device status for return. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable for non-malignant pain. It was reported the patient experienced an infection in (B)(6) of 2019 and the pump was removed. The pump "got infected." The patient reported they were on medication (oral antibiotics) and wore a wound vac machine for a month due to the infection. A new pump was implanted on (B)(6) 2019. The infection was resolved. No further complications were reported or anticipated.